Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus did not align with the cursor on the screen and the overlay/xy board connection was reseated and the stylus recalibrated. It was additionally noted that the power supply was noisy and the power cord bay was damaged, both were replaced to resolve. The hard drive was reconfigured and the software was reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working on the upper left hand section of the display monitor. The user re-calibrated and replaced the stylus without success. The programmer was returned for service. No patient complications have been reported as a result of this event.